Event description:
Related manufacturer reference numbers: 2017865-2022-00303, related manufacturer reference numbers: 2017865-2022-00305. It was reported that a whole system including the pacemaker, the right ventricular lead and the atrial lead, was explanted. Information regarding patient condition was requested but not received.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference numbers: 2017865-2022-00303, related manufacturer reference numbers: 2017865-2022-00305. It was reported that a whole system including the pacemaker, the right ventricular lead and the atrial lead, was explanted due to infection. Information regarding patient condition was requested but not received.